Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test after they changed the battery. The failed battery test alarms were recurring. When the customer pulled the battery out, they were hot. Customer's blood glucose level was not reported. The device was not returned.